Event description:
The customer was receiving an alarm. The customer stated that the settings were erased after changing the batteries. Troubleshooting was performed. The alarm history on the pump confirmed the alarm. During the call the customer mentioned that they were admitted in the emergency room last november for low bgs. The customer was released two hours later. The customer also indicated that they lost their setting after changing the batteries, and instead of programming 0.4u in basal rate they programmed 4u.